Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi), is considered to be a permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that following the stent implant of an unknown xience v stent in the right coronary artery (rca), the patient had slow reflow. The patient was without symptoms or EKG changes, reportedly, the issue was resolved with medication, nipride 100 mcg x2. The day after the procedure, the patient had slow reflow and had an myocardial infarction (mi). Cardiac enzyme tests revealed elevated enzymes. There was no reported treatment. No additional event or patient information is available.